Event description:
It was reported that the bd hypoint¿ hypodermic needle pierced through the shield in the packaging unit. The following information was provided by the initial reporter: "they noted needle of recormon 4000iu is pricked through the needle cap upon opening of blister and before use"

Manufacturer narrative:
H6: investigation summary the customer issued a complaint for needle of recormon 4000iu is pricked through the needle cap upon opening of blister and before use detected during market usage of the product. 2 photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meet all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Pierced shield is observed in the photos provided. The likely cause of this pierced shield could be due to the cylinder stopper poly urethane worn out, causing the rack locator cylinder being over-pushed. Thus, resulting the rack become off center on the shield loading. H3 other text : see h10

Event description:
It was reported that the bd hypoint¿ hypodermic needle pierced through the shield in the packaging unit. The following information was provided by the initial reporter: "they noted needle of recormon 4000iu is pricked through the needle cap upon opening of blister and before use".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.